Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to dislodgement and loss of capture. The issue was confirmed by x-ray imaging. Electrocardiogram (EKG) confirmed loss of capture on the rv lead. The physician opted for a new rv lead as the existing was unable to repositioned. No additional patient adverse effects were reported.